Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that device powered off while on a patient. The respiratory therapist reported there was no alarm. The device was in use on a patient at the time the reported issue was discovered; however, the device was swapped with a different device without issue. No patient harm nor was a delay noted. The caller states the ventilator alarms when turned on in ventilation mode and gives a check vent alarm message of unit restart. The remote service engineer advised the customer to review the event log to get the diagnostic codes and reference them in the manual for suggested repair. He checked the significant log and noticed a code 1101 and 3007. Per the service manual, it states if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The customer will run the unit for a few hours. The investigation is ongoing.